Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected discrepant results for a male patient. There was no additional patient information at the time of this report. Return product is not available. Method: I-stat, date: (B)(6) 2018, results: 8.8, mmol/l, sample: a; lab, (B)(6) 2018, 4.2 mmol/l, b. Collection time: unkn. Sample type: venous sample(plain syringe). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. Although hemolysis is suspected, there was no patient or sample handling information available at the time of this report. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/12/2018. A review of the device history record confirmed that the cartridge lot passed finished goods release criteria. Retained cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.